Event description:
Customer reported a problem with male luer lock adaptor on this set. Collar on the adaptor popped off during patient use. Adaptor appeared to fall apart at the seam. No patient injury has been reported at this time. Samples are contaminated with food. No add'l pt info is available at this time.